Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) plus blood collection tubes, there were an unspecified number of closure shields with a sharp protrusion molding defect. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received 2 photos for investigation. A visual examination of the photos revealed a gate stub on the hemogard closure and a piece of plastic protruding from the gate on the hemogard closure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molded part has defects - sharp protrusions no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) plus blood collection tubes, there were an unspecified number of closure shields with a sharp protrusion molding defect. No adverse impact was reported regarding the patient or user.